Event description:
It has been reported to philips that the c-arm got stuck during a case. The procedure was postponed. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the amc triple servo drive hp-lp-lp and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information received, the issue was identified during a coronary diagnostic procedure. The procedure was delayed about 10 minutes but was able to be completed after restarting the system. A philips remote service engineer (rse) reviewed the system log files remotely and identified that the system's amc drives in the frontal stand were not performing as expected. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the function of the amc triple servo drive hardware. The fse replaced the amc triple servo drive and returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The azurion IFU states: ¿note: if control of the system starts to deviate from its expected behavior, you should restart the system. There are two methods for restarting the system: ¿warm restart: use this method when you are trying to resolve a software-related issue with the system. This is the standard method for restarting the system. Cold restart: use this method when you are trying to resolve a hardware-related issue with the system.¿ if a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. The codes were updated based on the investigation outcome.